Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had inappropriate non-sustained ventricular tachycardia. It was also reported that the right ventricular (rv) lead exhibited positional dependent, oversensing and oversensing of noise in unipolar configuration. The patient is for ongoing follow-up. The rv lead remains in use. No further patient complications have been reported as a result of this event.